Event description:
Pt was wearing contact lenses for daily wear only. There was temporary discontinuance of lens wear on indication of suspected viral conjunctivitis. With a resolution of symptoms, pt resumed lens wear within two weeks with new lenses. Eleven days later, pt visited optometrist who prescribed medication as there were clinical signs of conjunctival hyperaemia, corneal infiltrates,and micropunctate fluorescein staining. The next day at follow up visit, two smaller infiltrates resolved, but two peripheral infiltrates enlarged, one with an epithelial defect with overlying mild punctate staining. Pt was referred to the emergency dept, and diagnosis was microbial keratitis in the left eye. Pt was prescribed a course of treatment hourly. At follow up visit the next day, pt had improved. At the second follow up visit, medication was reduced to qid. A follow up visit was scheduled.